Event description:
The device was reading a signal error when one trigger was pressed. It was stating both triggers were being pressed.======================manufacturer response for ethicon endo-surgery, harmonic ace pistol grip w/torque wrench, 5mm x 36 cm, harmonic ace pistol grip (per site reporter).======================I was talking to them about another similar device that they called me on and I gave them a heads up that I was filling out another report on a similar device.what was the original intended procedure?laparoscopic repair of large hiatal hernia with mesh and nissenfundoplication.device #1is this a laboratory device or laboratory test?no.